Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and dka, with blood glucose of over 400 mg/dl at the time of the incident. The customer was given intravenous saline and insulin to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer stated the pump was malfunctioning. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.